Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
During intra-aortic balloon (iab) therapy using iab in cath room, blood was found in the iab tube upon the patient transportation. Soon after iab insertion, a balloon rupture was noted. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was found on the catheter tubing 58.2cm from the iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
During intra-aortic balloon (iab) therapy using iab in cath room, blood was found in the iab tube upon the patient transportation. Soon after iab insertion, a balloon rupture was noted. It is unknown if the iab was replaced. No patient injury was reported.